Manufacturer narrative:
H.6. Investigation: a photo or sample was not provided to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found containing foreign matter before use. The following has been provided by the initial reporter: on (B)(6) 2019 patients hospitalized due to cerebral infarction, infusion in order to reduce the patient pain when using intima-ii, the nurse found when using intima-ii there is burr on the hose, immediately stop using, replace a new one and the same origin of the same batch number the same type of intima-ii, found no abnormalities, in subsequent operations, with the problem of class type are not found in batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found containing foreign matter before use. The following has been provided by the initial reporter: on (B)(6) 2019 patients hospitalized due to cerebral infarction, infusion in order to reduce the patient pain when using intima-ii, the nurse found when using intima-ii there is burr on the hose, immediately stop using, replace a new one and the same origin of the same batch number the same type of intima-ii, found no abnormalities, in subsequent operations, with the problem of class type are not found in batches.